Event description:
Neomagic 1.9 fr sl polyurethane extended dwell catheter attempted use on patient. Upon initial inspection and preparation of the line, it appeared to be fully intact and no visible leaking was observed. Line placement attempt was done using a 24 gauge insyte to obtain venous access, then modified seldinger was used with no concerns noted. Polyurethane ed catheter was inserted and easily threaded to 4cm mark, but would not thread past this point. Baby's arm was repositioned and insertion attempt was tried again unsuccessfully. Nurse attempted to draw back blood and drew back air. Upon further inspection of the ed catheter, tiny holes were now noted at the beginning of the catheter just after the disc. When flushed, ns then sprayed out of holes. This was not a problem upon initial inspection and placement attempt. Line was from lot #1009 with an expiration date of 10/31/2027.